Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2019, it was reported that the device deflates mid case. The customer returned an a.t.s. 750 tourniquet device, serial number (B)(6), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated a.t.s. 750 tourniquet serial number (B)(6) as documented in the repair reports in livelink. Product review of the a.t.s. 750 tourniquet by zimmer biomet australia on may 21, 2019 revealed that the device powered on into "batt fail". The battery was last replaced by a third party in 2017 where they modified the battery bracket. The central processing unit (cpu) board needed replaced with one that has the firmware updated. The plumbing pack and deflate valve needed replaced due to being 1998 vintage. The main valve could not be taken apart to check the shim so it is to be replaced as well as the main membrane. Repair of the a.t.s. 750 tourniquet was not performed as the customer purchased a new device instead of having this device repaired. The reported event was non-verifiable since during the product review by zimmer biomet australia it was not noted that the device would deflate mid operation. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was not noted that the device would deflate mid operation. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It as reported that the device deflates mid of the case. No adverse events have been reported as a result of this malfunction.